Event description:
It was reported that the patient developed an infection. The system was explanted. The patient tolerated the procedure well and was taken to intensive care unit in satisfactory condition.

Manufacturer narrative:
(B)(4).